Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the customer: they defrost the ice block after each use, there were no fault indicator lights observed, the water in the cooler heater unit was not cloudy or discolored, and no leaks were noted. The field service representative (fsr) confirmed that there was slow flow with cooler heater unit. The fsr replaced the corroded large tank hansen valves and tested the system with loops. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts will be returned to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.